Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician was looking at the intraocular lens (iol) under a microscope and it appeared to be melted. It was noticed during handling, prior to insertion. There was no patient contact. No further information was provided.

Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return therefore, no product evaluation could be performed on the lens. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position. The cartridge tip could be observed to be cracked and the cartridge was revealed to be damaged. No further issues were observed with the handpiece. The complaint issue of "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review, the event was identified as no longer reportable, as the additional information received on jun 27, 2022 (reported in supplemental manufacturer report number 3012236936-2022-01382), confirmed that the tip of that cartridge looked like it was melted with no patient contact, and not the iol as originally reported. No further information will be provided under this manufacturer report number 3012236936-2022-01382. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 31, 2022. Section h3: evaluated by manufacturer: no, device evaluation anticipated, but not yet begun (02). Additional information was received on jun 27, 2022, that the tip of that cartridge looks like it was melted and does not look right. Through follow-up, it was confirmed that the issue was with the tip of the cartridge and not with the iol, as initially reported. No further information was received. Corrected data: additional information was received, which confirmed that the issue was not with the iol, but with the cartridge tip; therefore, section h6: medical device problem code: 1069 that was reported on the initial MDR 3012236936-2022-01382, no longer applies. Section h6: medical device problem code: 1135 is now captured in this supplemental report. The following section has been updated accordingly: section h6: medical device problem code: 1135 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.